Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt's monitor would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, there was corrosion on the ca board. Multiple components were corroded including the table top board, j101, r143, c632, u106, u104, u107, c658 and c220. In addition the rear response button was intermittent in function. The cause was also extensive corrosion. The cause of the extensive corrosion damage is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.